Event description:
It was reported that the pt was prescribed with fluocinonide 0.1% for redness and irritation around the implant site. The pt is currently doing well with use of moleskin and redness is no longer present. Advanced bionics is in the process of gathering more info, once more info is obtained a supplemental report will be submitted.